Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim, faded and discolored. Unrelated to the complaint, investigation revealed the pump case was cracked near the top right corner of the display lens at the case seal and on the left side of the keypad above the up arrow to the case seal.